Event description:
It was reported that this patient presented to the clinic after received an inappropriate shock. It was noted that during the same follow another inappropriate shock was seen days after the first inappropriate shock. Automatic set up was run and no sensing vectors passed the automatic set up test. The system was overridden to select the secondary sensing vector. It was also noted the due to recent ablation procedure the electrode had moved slightly. The patient will be followed up further. No adverse patient effects were reported. The electrode remains implanted.

Event description:
It was reported that this patient presented to the clinic after received an inappropriate shock. It was noted that during the same follow another inappropriate shock was seen days after the first inappropriate shock. Automatic set up was run and no sensing vectors passed the automatic set up test. The system was overridden to select the secondary sensing vector. It was also noted the due to recent ablation procedure the electrode had moved slightly. The patient will be followed up further. No adverse patient effects were reported. The electrode remains implanted. Additional information noted that the inappropriate shocks were delivered due to t wave and p wave oversensing. The patient had contacted shingles, and a revision will be scheduled once the shingles are resolved. It was noted there was no allegation of electrode movement after the ablation. It was noted that the decrease in r wave amplitudes and increase in oversensing of p wave correlates with the coronary artery bypass surgery done in june 2024. The patient will be followed up further. No adverse patient effects were reported.